Event description:
This is a recurring issue, hence no one event or patient is specified. We have purchased a medical device called "coolsculpting" from the manufacturer (B)(4) (a subsidiary of allergan). The device requires a consumable cartridge/card to perform the treatment. Allergan seems to have stopped supporting the device as they cannot supply consumables to us and there is no specific distributor in (B)(4). This has caused patient safety issues as treatments need to be stopped midway creating health concerns. Indirectly this could lead to patient death where patient has to resort to other forms of treatment that are harmful to the patient. The doctor's clinic is located in (B)(6). We have tried to contact the manufacturer, their regional offices, and the assigned regional distributor multiple times via emails, phone calls, and messages but to no avail.